Event description:
A caregiver called regarding a low drain volume alarm and indicated that the drain solution was cloudy. During a follow up call on (B)(6) 2010, the facility nurse stated that the home patient was hospitalized with peritonitis. The date of the peritonitis was (B)(6) 2010 and the patient was hospitalized from (B)(6) 2010 to (B)(6) 2010 with a diagnosis of bacterial peritonitis. The effluent was cultured and the organism identified was (B)(6) negative. The patient was treated with unknown antibiotics intraperitoneal (ip) during the hospitalization. The patient was discharged from the hospital on (B)(6) 2010 on ip antibiotics. The nurse indicated the peritonitis was unrelated to the solutions or devices. Reportedly, the cause of the peritonitis was a result of the patient not wearing a mask, issues with supplies, and a new pet. The patient has recovered from the peritonitis. Retraining was performed and the patient has been retrained repeatedly without success. Pd therapy continues.

Manufacturer narrative:
(B)(4). The samples were discarded therefore no evaluation was performed.

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter quality relations that a no flow occurred during a chemotherapy infusion with the clearlink secondary medication set and a clearlink continu-flo solution set. The infusion was set to infuse 75ml and the primary was a kvo. The primary solution was 250ml ns. The secondary solution was 250ml ns and unknown chemotherapy drug, in an unknown plastic IV bag. The secondary was disconnected and reconnected and then flowed correctly. The check valve was inverted and tapped and the solution bag was squeezed to initiate flow. The drip chamber was not full/flooded and the no flow is occurring at the luer connection. There are no samples available for evaluation. There was no patient injury or medical intervention necessary. No additional information is available.